Event description:
Pt was on dilaudid p.c.a. Pump read 91 deliveries and 63 requests. Pt. Had slurred speech & unsteady gait. Pump removed from service & pt. Monitored. Pt. Did well with no further problem.